Event description:
Instrument failure: threaded tip broke inside the broach nothing was left inside the patient.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Manufacturer narrative:
The reason for the instrument failure was reported as broken tip. The possible time in service for baseplate is 4 years and 12 days from manufactured date. The healthcare professional indicated that this event occurred during surgery, near the patient. No risk or adverse event was reported by the surgeon. The surgery was completed as intended, with no delay. The instrument was inspected prior to use and was deemed acceptable for use based on its appearance. The agent was present during surgery and was able to source a suitable replacement device. The devices were returned and examined by registered medical assistant (RMA) at djo surgical. A review of the instrument's device history record (DHR) revealed the instrument, when released for use, met design and manufacturing requirements. There were no ncmrs associated with the production of this instrument. Complaint database review shows two prior complaints filed against the instrument item number that reports a similar failure. Those are 2 - broke/cracked/damaged. The root cause of this complaint is likely attributable to damage incurred from prolonged use and through misuse or rough handling which surgical instruments are subjected to. This is not an event associated with a product failure, malfunction, or issue. There are no indications that this instrument has a systemic design or material deficiency. Therefore, no containment of inventory is required. Event is associated with instrument usage, not a design or manufacturing issue. RMA examination: the instrument was returned to djo, and examination shows that the altivate reverse, small humeral stem trial inserter knob broke inside of the altivate reverse humeral broach, confirming the complaint. The reported condition could possibly be a result of heavy use/misuse/wear and care must be taken to avoid compromising their performance. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.